Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using powerport clearvue slim implantable port. It was reported that prior to a port placement procedure, the product on the packaging was allegedly found defective and the white covering did not fully tear and caused concerns for contamination. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one partially unsealed powerport clearvue slim implantable port kit was returned for sample evaluation. Visual evaluations were performed. The product tyvek label was not fully peeled as the left portion was still attached to the product tray. The top right portion of the product tyvek label was noted to be peeled off. Seal transfer was noted throughout the top and sides of the product tray. The seal transfer appeared finely granular throughout. Appeared to be like glue adhesive residue, was also noted on the top right corner of the product tray. Both top tyvek label and product tyvek label were not attached to each other at any point throughout the trays. No stickiness was felt throughout the seal transfer portions of both trays. The manufacturing evaluation site states, the inner tray was observed inside the outer tray, with slightly adhered to both lids. The images showed that the kit was present inside the tray. In the images provided, the inner lid located on the upper right side was observed to be peeled into two sections, and a fold in the material was also noted. Transfer residue from the lid was revealed on the corners of both the inner tray and the outer tray. The cause of this condition is related to the sealing process of the tray during the manufacturing process. Therefore, the investigation is confirmed for the reported packaging problem, difficult to open or remove packaging material and identified delamination issues. The definitive root cause was determined to be manufacturing related. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI), g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport clearvue slim implantable port. It was reported that prior to a port placement procedure, the product on the packaging was allegedly found defective and the white covering did not fully tear and caused concerns for contamination. There was no patient contact.

Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using powerport clearvue slim implantable port. It was reported that prior to a port placement procedure, the product on the packaging was allegedly found defective and the white covering did not fully tear and caused concerns for contamination. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D4 (medical device lot #, d4 (unique identifier (UDI) #), g3, h6 (method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.